Event description:
It was reported that the plunger separated from the barrel of the bd insulin syringe with the bd ultra-fine¿ needle while pulling it during use, and the stopper remained inside the barrel. Additionally, it was found that the needles used were past their expiration date. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when he pulled the plunger it snapped, detached from the barrel. Black rubber (stopper) remained inside the barrel." "Consumer uses the new syringe, explained consumer our needles are tested for 5 years and this box is expired. He has used 2 syringes out of this box."

Manufacturer narrative:
Investigation: customer returned an opened shelf carton containing (100) 31gx8mm, 1ml bd insulin syringes from lot 4119788: 90 from nine sealed polybags, and 10 from one opened polybag. Consumer reported when he pulled the plunger it snapped, detached from the barrel. Black rubber (stopper) remained inside the barrel. Also, stated this box looked old and had tape on it, looked like tampered. The returned samples were examined, and it was observed that the shelf carton was opened, and one of the polybags inside was opened along the perforation, however, no issues were observed. The ten syringes that were returned in the opened polybag were examined, then tested for plunger rod movement: all ten plunger rods were able to move properly, and no stopper separation was observed. Out of the 90 syringes that were returned in sealed polybags, 30 were selected for additional plunger rod movement testing: all 30 plunger rods were able to move properly, and no stopper separation was observed. No evidence of manufacturing defect was observed on the returned samples. The syringes for lot 4119788 were manufactured in may 2014 (over 5 years). The shelf life for bd insulin syringe product is 5 years, therefore, the product received for this complaint is expired. A review of the device history record was completed for batch# 4119788. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200540171] noted that did not pertain to the complaint.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger separated from the barrel of the bd insulin syringe with the bd ultra-fine¿ needle while pulling it during use, and the stopper remained inside the barrel. Additionally, it was found that the needles used were past their expiration date. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when he pulled the plunger it snapped, detached from the barrel. Black rubber (stopper) remained inside the barrel." "Consumer uses the new syringe, explained consumer our needles are tested for 5 years and this box is expired. He has used 2 syringes out of this box."